Event description:
(B)(4). I had almost constant bleeding for first year. Problems with bowels, pass out spells, nausea, sharp pains in various areas, mostly my left side be the crease of my leg and lower abdomen, tingling in legs and finger tips, bloating, hot and cold flashes pulmonary embolism, light headed and dizzy spells, and chronic fatigue.